Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. During follow-up, the high voltage lead impedance was stable. No further actions were taken. Patient was in good condition and will continue to be monitored.